Event description:
It was reported the pt was not receiving stimulation and was unable to communicate with the ipg using the charger. The pt met with the sjm representative and confirmed the issue. It was also reported the has lost 40 pounds and was also experiencing discomfort at the ipg site. Follow-up information revealed the pt underwent surgical intervention, where her ipg was removed and replaced with a new one. The pt reported effective coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.